Manufacturer narrative:
The ge field engineer (fe) found that the float was caused by misalignment of the rear pedal mechanism. The fe adjusted the pedal and verified that the locks were functioning nominally. The site refused to provide add'l pt info.

Event description:
It was reported that the table locks did not actuate when the foot pedal was released, causing the tabletop to unexpectedly free float in both the longitudinal and lateral directions. The problem was discovered as the technologist was loading the pt onto the table. There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.